Event description:
It was reported that this lead was explanted due to product performance issue. Lead was replaced. No additional adverse patient effect were noted.

Event description:
It was reported that this lead was explanted due to slightly dislodgement and as a result had an increased threshold and was under-sensing the intrinsic electrical activity. Lead was replaced. No additional adverse patient effect were noted.